Manufacturer narrative:
The electrode lot number and expiration date were not provided. The alarm trace showed "sample short" and "abnormal aspiration (sample pipette)" alarms. The field service representative found that the vacuum nozzle in the dilution vessel was partially clogged. He cleared the clog and performed successful checks and tests. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 153.3 mmol/l, and the repeated result was 141.7 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because qc was out of range.